Event description:
It was reported the stimulation device was removed due to it "not working". It reportedly could not be adjusted properly and was "shooting electrodes into my stomach causing more pain." Add'l info has been requested, but was not received as of the date of this report.